Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 471205-17/lot # k12210510 0109) associated with this event was performed. Per logs, the instrument was last used on 11-jan-2022 on system sk0956. The instrument had 6 uses remaining after last use. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the clamp was unsheathed at the black cable at the end of the fenestrated bipolar forceps instrument. This was observed after the instrument was washed in sterilization. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with on 17-jan-2022 and 24-jan-2022 and obtained the following additional information: operating room staff confirmed that the metallic cable was clearly visible at the tip of the instrument. The instrument was used the day before and no problem with the instrument was observed. The instrument did not collide with other instruments. The instrument was inspected just after the last intervention and no problem was observed. The customer clarified the cable was visible during central processing, but not in the operating room. No information about the patient could be provided.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, and h10. D02, d11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The fenestrated bipolar forceps instrument was found to have the conductor wire insulation damage and a piece measuring approximately 0.023¿ x 0.039¿ was missing from the insulation. The conductor wire was exposed within the insulation. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by the site were also identified: the 8mm fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube and the scratch marks were 0.036¿ ¿ 0.403¿ in length and were not aligned with the tube axis. The root cause of the scratch marks/abrasion on the instrument main tube is typically attributed to user mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.